Event description:
A continuous ambulatory peritoneal dialysis (capd) patient experienced peritonitis which was manifested by poor drain and cloudy effluent. The cause of the event was not reported. On the same day as the event onset, the patient was hospitalized for the event. The patient was treated with unspecified antibiotic (dose, route, frequency and duration were not reported) for the event. At the time of this report, the event was ongoing and action taken with pd therapy was not reported. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.